Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had complaints of throbbing headache, nausea, vomiting, dizziness, and general malaise on (B)(6) 2022. They also reported three falls since being discharged on (B)(6) 2022. Computed tomography (CT) scan of the head showed 6 cm hyperdense focus within or overlying the left frontal pole, indicating possible intraparenchymal blood. Warfarin was held and it was planned to perform hourly neuro exams on the patient. Additional information was received on (B)(6) 2022 that blood cultures were positive for gram positive cocci and gram positive rods. The patient was on dalvance (dalbavancin) with the last dose taken (B)(6) 2022. Infectious disease (ID) was consulted and the patient was started on vancomycin (B)(6) 2022. On (B)(6) 2022 the patient was noted to be hypertensive with return to flow (rtf) 122. Nicardipine drip was started and rtf trended down to 96-108. Nicardipine drip was stopped and the patient was transferred to the floor. Valsartan was increased to 80 mg.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the patient¿s bleeding event and infection; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding, infection (local, driveline, and pump pocket) and hypertension, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01mar2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.